Manufacturer narrative:
(B)(4). Date sent: 12/02/2025. D4: batch #963c57. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 1/4. In addition, two buttressing were received on the reload deck and anvil of the reload the manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired reload is consistent with an incomplete or interrupted cycle. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. A manufacturing record evaluation was performed for the finished device batch number 963c57, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device had an unspecified malfunction. No additional information provided.